Event description:
Customer stated, "feels like the pad is too hot, smelled like it was burning." Bce provided customer with a return service label to the customer to receive the product. The product has not been returned for investigation. Bce contacted customer on (B)(6) 2018. The phone number provided was not working and the customer service representative was unable to contact the customer. Bce tried again on (B)(6) 2018 but was again unable to contact the customer. Customer did not provide lot number of the lot. Without presence of product and lot number, bce cannot make any further determination.